Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed a kinked infusion set cannula resulting in elevated blood glucose (bg) levels. Reportedly, the customer reverted to manual injections for insulin therapy. The customer declined providing additional information regarding this event.